Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve deployed too high, so it was decided to deploy a second valve to secure the first valve in place. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve, and it was a bit lower, but still high. Per report, ds came into contact with the mitral surgical valve resulting in both valves deploying high. Imaging showed mild pvl and good hemodynamics. There was no intervention done for the second valve. The patient left the room doing well.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences as it remains implanted. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv was unable to be confirmed due to no imagery or medical report was provided for evaluation. The reported event does not allege a device malfunction contributed to the reported event. Per IFU, valve malposition requiring intervention is one of the potential adverse events associated with the tavr procedural. As reported, 'a high implantation of the aortic valve within the annulus was planned in light of the existing mitral valve. Unfortunately, upon commander balloon inflation, the distal portion of the balloon 'hit the post' of the mitral valve causing the aortic valve and balloon to move more atrial (malposition).' Both IFU and training manual instructs the user to carefully assess patients with pre-existing protheses prior to implantation of the valve to ensure proper valve positioning and deployment. In this case, it is likely the patient factors (interaction with pre-existing mitral valve) and/or procedural factors (valve positioning technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.